Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens upside down in 2009. When the surgeon attempted to flip the lens over he tore it. The lens was removed without any patient injury. The reporter stated the incident was due to a technical error. This is one of two lenses the surgeon inserted into the patient (see MFR report #2023826-2009-00153).

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a piece of a haptic was torn off and missing and there was a clear surgical residue on the lens.